Event description:
It was reported that while doing a primary femoral nail with a gtm system the connection bolt to the rod failed. Nail became unattached to targeter and the threads on the nail holding screw look like they have been cross threaded. Couldn't backslap the nail and lock in distally so they left the nail in the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.